Event description:
Related manufacturer report number: 2017865-2022-01533. It was reported that the patient was experiencing discomfort due to the location of the implantable cardioverter defibrillator. It was found that the right atrial (ra) pacing lead impedance was below the normal range. The system was extracted and replaced. The patient was stable.

Event description:
New information received notes an insulation anomaly was also observed on the right atrial lead.

Manufacturer narrative:
The reported events were low pacing impedance and insulation damage. A complete lead was returned in one piece for analysis. The reported event of low pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of insulation damage was confirmed. Visual inspection of the lead found the outer insulation was cut/damaged consistent with procedural damage.